Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead perforated the patient; it was discovered via echocardiography. A pericardial window was performed, and the entire system was removed. The patient was extubated the following day and was stable and responsive.